Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage was observed on sensor patch. No failure modes were observed upon visual inspection of the plug assembly. Data was extracted using approved software and the sensor was found to be in sensor state 5 indicating a normal state. Attempted communication between the sensor with a new un-used reader was successful. A scan timeout error message was not observed. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (DHR¿s) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain readings. As a result, the customer experienced "twitching" and seizures. Customer then reported requiring healthcare provider administration of "snacks" for treatment . There was no report of death or permanent impairment associated with this event.